Event description:
It was reported that the pt lost their stimulation sensation. The stimulation was turned up to 10 volts, but nothing was felt. The pt also started to feel leg pain. The pt met with the company rep. Impedance readings were >40,000 ohms on electrodes 0-7. Electrodes 8-15 had impedances within normal ranges. An x-ray of the lead and ins was recommended. Add'l info was requested.

Event description:
Additional information received from the hcp reported that the cause of the event was the lead. The left lead was good, but the right lead had high impedances from a suspected fracture or disconnection. It was noted that imaging results were good. The type of imaging was not specified. The patient did not require hospitalization and there was no injury.

Manufacturer narrative:
(B)(4).